Manufacturer narrative:
Product is labeled for single use, IFU states not to revv drill prior to contact with bone. It was reported the drill was revved prior to contact with bone, as well as reported it was used in more than one case. Product has been requested to be returned for review, however it has not yet been received. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported when the surgeon was drilling on the infraorbital margin, the drill broke and the tip of the drill remains in the patient.